Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmonyair m series surgical light and confirmed that the cover had detached from the lighthead. The technician observed that parts of the cover that assist in the attachment to the lighting system had cracked and fell off which is indicative of facility personnel bumping the lighthead into other pieces of equipment. The harmonyair m series operator manual states, "caution - possible equipment damage hazard: do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician replaced the cover, tested the lighting system, confirmed it to be operating according to specification and returned it to service. A steris account manager counseled the user facility on the proper use and operation of the harmonyair m series surgical light, including the importance of not bumping the light into other equipment. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, one of the plastic yoke covers detached from their harmonyair m-series surgical light and fell, entering the sterile field. No report of injury.